Manufacturer narrative:
The customer reported that pacing would stop intermittently when used on a pt. There was no report of adverse pt impact. The device was evaluated at philips, but the symptom could not be reproduced. The device passed all testing and was returned to service. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom was not duplicated.

Event description:
The customer reported that pacing would stop intermittently when used on a pt. There was no report of adverse pt impact.